Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for a high, out-of-range high-voltage lead impedance. The patient presented in clinic and upon interrogation, the right ventricular lead exhibited normal impedance. It was possible that the implantable cardioverter defibrillator had a loose setscrew. No intervention has been performed and the patient would continue to be monitored.